Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110, check therapy electrode messages) was confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 110 (overvoltage cleared no energy) and that the patient was receiving frequent check therapy electrode messages.